Event description:
After using a 14 mm reamer head to obtain bone graft from the right femur, the surgeon noticed that the harvested material was not captured within the graft filter. Upon examination, the filter was noted to be missing a component, allowing the bone graft material to leave the sterile field. The surgeon reamed again for harvest, using a 16 mm reamer head.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation is not yet completed, conclusion could not be drawn, as the product is entering the evaluation process.